Event description:
The customer reported that after 10 minutes of use during a laparotomy, the device jaws could not be re-opened. The device jaws were not on tissue when this occurred and there was no patient injury. The surgeon opened a second instrument and completed the procedure with no further difficulties. The device was returned with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.